Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported that the ventilators touchscreen failed, does not respond. There was no patient involvement.

Manufacturer narrative:
G4:12may2021. B4:12may2021. The service engineer replaced the touchscreen to address the reported issue. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed.